Event description:
It was reported that during an implant procedure while placing the right ventricular lead the patient went into ventricular standstill. The physician was able to implant the lead in the right ventricular apex and obtain thresholds when the patient became hypotensive and unresponsive resulting in death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID rvdr01 implanted: (B)(6) 2013; product ID 5086mri52 implanted: (B)(6) 2013. (B)(4).